Event description:
The deceased patient's spouse reported this incident. Spouse stated that pt was in a nursing home due to poor health. Pt suffered from congestive heart failure and also had diabetes. Spouse stated the suspect device in use was miscoded to the lot number of test strips. A result of 213 mg/dl was obtained and a nurse administered their normal amount of humulin insulin. Pt expired later at an unknown time. The suspect device was replaced with new product and authorized for return to the manufacturer for eval. Glucose control solutions were not used on the system.